Event description:
General report received of multiple undocumented incidences of primary tubing disconnections from the y-site female luers of the pca administration sets. The MFR of the primary IV administration set was unspecified. The customer reported, the tip "kept pulling away" at the pigtail end of the pca set. These events have occurred over an unspecified length of time. There were no reported adverse pt effects. Multiple unsuccessful attempts have been m18~ade to obtain additional info.